Manufacturer narrative:
The returned product was evaluated and the investigation found that the needle sub assembly was missing. Its root cause was determined to be a missing component. This would have resulted in the failure to deliver insulin which then contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached 15.0 mmol/l (270 mg/dl) after wearing the pod for between 4 and 24 hours on the leg.